Event description:
Hospital reported that upon receipt, 1 vial of monomer was broken and damaged entire carton of cement # 6191-1-010, lot # rdz063.

Manufacturer narrative:
Adding investigation conclusion. Based on information available, it appears that this product was damaged due to inappropriate handling during distribution/transportation. Reported event: an event regarding pack damage involving simplex bone cement was reported. The event was not confirmed. Conclusion: the event itself could not be confirmed as insufficient information was provided. The event description indicates that the "hospital reported that upon receipt, 1 vial of monomer was broken and damaged entire carton of cement ". A reply from the sales rep revealed that "the outer multipack was wet and some inside the multipack". Based on the information provided, it appears that this product was damaged shortly before or during delivery. The liquid monomer from the ampoule lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that packs were manufactured and accepted on final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hospital reported that upon receipt, 1 vial of monomer was broken and damaged entire carton of cement # 6191-1-010, lot # rdz063.